Event description:
It was reported that this 87 y/o female patient's right shoulder was revised due to a failed glenoid baseplate. Surgeon converted to a hemi. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Unable to obtain photos/x-rays. Product not returning - not available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to glenoid loosening, disassembly and/or migration. However, these failures could not be confirmed, and no specific failure was identified in the reported information. Potential contributions of manufacturing, user, and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.